Event description:
A surgeon reports that a pt is experiencing visual disturbances described as oblique reflections, especially at night when looking at headlights. The surgeon thinks there may be a fold in the posterior capsule or tiny cracks in the lens.